Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen revision block cutter, catalog#: 00598703301, lot#: 61323033. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00166.

Event description:
It was reported that the drill bit broke off in the tibial cutting block. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned block cutter showed signs of repeated use (nicked, gouged, burrs) and the fractured piece of the drill bit was confirmed to be stuck in the drill guide hole. No further evaluation of the fractured drill bit could be performed, as it could not be removed from the guide and only the fractured portion of the drill bit was returned. Hardness testing identified that the guide was within specification. A device history record (DHR) review was unable to be performed for the drill bit as the lot number of the device is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.